Manufacturer narrative:
Failure analysis revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, that the fiber was end firing after 8:02 minutes and 70,403 j of use. A second fiber was used to complete the case. The fiber tip was not cleaned during the procedure. There were no patient clinical consequences reported due to this event.